Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 10cc s/t wos sterile water bns the stopper is defective. There was no report of patient impact. The following information was provided by the initial reporter: during their evaluation it was observed that the piston seems to be rounded / deformed. The piston should have 3 distinct ridges, however for the complaint sample, the top most ridge seems to be rounded/deformed. Is it possible that this causes the seal between the barrel and the piston to be weakened, which allows for the water to seep through?

Event description:
It was reported while using bd syringe 10cc s/t wos sterile water bns the stopper is defective. There was no report of patient impact. The following information was provided by the initial reporter: during their evaluation it was observed that the piston seems to be rounded / deformed. The piston should have 3 distinct ridges, however for the complaint sample, the top most ridge seems to be rounded/deformed. Is it possible that this causes the seal between the barrel and the piston to be weakened, which allows for the water to seep through?

Manufacturer narrative:
H6: investigation summary: three photos of a 10ml ¿3-ribbed¿ stopper were received and evaluated. One photo shows the schematic drawing of a ¿3-ribbed¿ 10ml stopper with dimensions. The other two photos are close-up images of a ¿3-ribbed¿ 10ml stopper. Canaan does not use a ¿3-ribbed¿ stopper in 10ml syringe production. The defect could not be confirmed to have originated at the manufacturing plant; therefore, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.